Event description:
Boston scientific received information that this patient experienced numerous syncopal episodes. The root cause of the syncope could not be determined, however, it was noted the sudden brady response feature may have been sub-optimally programmed. The device was reprogrammed to remedy the patient symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that over two years after the event, this device was returned to boston scientific for analysis.